Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device was unable to deliver shock. There was no patient involvement.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device on site. The fse verified that the operational checks passed. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.